Event description:
During a colonoscopy procedure the image went black. There were no reported injuries to the patient.

Manufacturer narrative:
The scope was originally sold in 2006 the insertion tube passed the bending test. The black image - no video image was confirmed. The insertion tube unit (isa) and video connector assembly were replaced and the unit is working fine. Exact cause not known. No injuries associated with this incident.